Event description:
It was reported that the patient presented to the hospital for an rv lead revision due to inappropriate shocks from double counting. Fluoroscopic examination revealed that the rv lead had dislodged and retracted towards the atrium. The physician then retracted the helix and repositioned the lead. At that point he tried to extend the helix but was unsuccessful. Due to this the physician elected to explant and replace the rv lead. This was performed successfully without complication and the patient left the room in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.